Event description:
A letter was received by the MFR from a physician informing co of pt who had uncomplicated cataract removal surgery approximately 5 months ago. Pt's operative eye had a previous history of herpes zoster ophthalmicus with iritis. Twenty-one days following surgery, the pt presented with relatively market anterior chamber uveitis, which developed hypopyon desipte treatment. The pt was referred to a retinal specialist when vitreous opacity developed. Vitreous culture revealed the presence of mycobacteria chelonae. Pt's endophthalmitis and subsequent corneal abscess did not clear necessitating removal of the iol and a repeat vitrectomy.